Event description:
During a condylectomy procedure, a surgeon reported discovering a misalignment between the predicted screw hole locations of a 3d system's device and the patient's anatomy. Additional holes were drilled in the patient's mandible to ensure proper implant placement. Post-procedure investigation revealed no identifiable product or process deficiencies that would account for this mis-alignment.